Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified a fiber body break near the connector as well as burn marks. It is likely that handling of the device during the procedure may have contributed to the identified fracture. According to the device instruction for use (IFU), the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on analysis results, the interaction between the user and device caused or contributed to the identified facture and overheating.

Event description:
It was reported that during ureteroscopy procedure, the fiber became very hot where the fiber screws into the laser unit, and the fiber failed. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber identified a fiber body break.

Event description:
It was reported that during ureteroscopy procedure, the fiber became very hot where the fiber screws into the laser unit, and the fiber failed. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber identified a fiber body break.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email,g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first name, MFR contact last name, MFR contact email. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified a fiber body break near the connector as well as burn marks. It is likely that handling of the device during the procedure may have contributed to the identified fracture. According to the device instruction for use (IFU), the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on analysis results, the interaction between the user and device caused or contributed to the identified fracture and overheating.